Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5089487.

Event description:
Patient reported right side rupture. Patient additionally reported "big health problems (bii and now I have to have a cd 30 for bia-alcl), and still very sick". These events are not device related. Device has been explanted.